Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger h3: product ID: 97755-s, serial/lot #: (B)(6) was returned for product analysis. Analysis found that the seam separation at the entrance of the donut end is splitting open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they had difficulty recharging the implanted neurostimulator (ins) battery and saw an unknown "unable to charge, call medtronic" message since friday evening. Troubleshooting was unable to be performed as the pt didn't have their external equipment with them. Pt noted they had issues with the recharger antenna (rtm) in the past and called patient services. The caller was redirected to call patient services back once they have their external equipment to troubleshoot the issues. Patient services specialist (pss) suggested the pt document any error messages they might see when recharging the ins battery. Pt called back stating that "recharger problem" displays when the connect the recharger to the controller. Caller confirmed no visible damage to the recharger or controller but said that they noticed the recharger becoming hot the last few times they charged their ins. Tss reviewed information and sent email to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) h3: product ID: 97755-s, serial/lot #: (B)(6) was returned for product analysis. Analysis found that the seam separation at the entrance of the donut end is splitting open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.